Event description:
It was reported that the srom/competitor hybrid construct in. Superior plastic wear. Replaced liner and head. Original implant date (B)(6) 2001. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).